Event description:
It was reported that upon applying the pump/module, a burning smell was detected. The device is an out-of-box failure. The event occurred during a bench test at the hospital. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected: d3 - mfg establishment name, - manufacturing plant address 1, city and zip codeefforts to locate the device have been unsuccessful, and it is no longer physically available for examination. As a result, there is no physical evidence to analyze or verify the reported issue. The loss of the device has prevented any further investigation into the original complaint or the identification of potential root causes associated with the pump.